Manufacturer narrative:
Visual inspection of the returned lens found the lens optic cut in half with two haptics attached to each piece of optic. The delivery device was not returned. Functional testing cannot be performed due to the observed damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The root cause of the reported event cannot be determined. Inspection and test records indicate that the released lenses from this lot conformed to specifications at the time of release.

Event description:
The surgeon reports a capsular bag tear after lens implantation. The lens was removed and a different lens was successfully implanted. Additional info has been requested, but has not been received.